Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the physician report that he could not pass the balloon through the patients anatomy due to 4 cm hiatus hernia. The procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150205 is being used to capture the reportable event of difficult to advance. Impact code f1001 is being used to capture the reportable event of absent of treatment.